Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had low blood glucose of 25 mg/dl and paramedics were called on (B)(6) 2015. Customer was treated with i.v and customer declined going to the hospital. It was reported that customer did not treat low blood before going to bed. Customer does not want to be contacted regarding incident.